Event description:
It was reported that during a da vinci si prostatectomy procedure, arcing was observed on the monitor. Upon closer examination, 4 "micro" holes were observed on the monopolar curved scissors (mcs) tip over accessory while installed on a mcs instrument. The mcs tip cover accessory was removed and replaced. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burnt through the silicone. The silicone exhibits localized melting around the holes, indicating that arcing events occurred. The holes are all under .030" with varying shapes (round and oblong), and are located from .145" to .460" above the silicone to the sleeve interface. The customer also returned the mcs instrument that was used during the procedure. Examination of the instrument revealed a char mark at the proximal clevis ear. When the tip cover accessory was installed on the instrument, it was observed that the location of one of the hole matches with the location of the char mark on the instrument. A video of the procedure was also returned for analyses. The video showed several collisions between the tip of the mcs instrument with tip cover installed and another instrument and accessories used in the procedure, prior to the arcing event being observed. It is inconclusive, however, these observed collisions may have created damage to the tip cover which allowed arcing to occur. The endowrist instruments instructions for use specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.